Event description:
It was reported that bd insyte autog bc global catheter retracts. The following information was provided by the initial reporter translated from french to english: we would like to inform you of a material safety incident that occurred in the operating room on (B)(6) 2024. Incident: during venipuncture, only the canula penetrates and the catheter retracts by turning on the needle without being able to penetrate. This incident occurred on a total of 3 occasions, with different patients. Same reference and same batch for all 3 incidents. Consequences: failed venipuncture, need to perform a new puncture with another catheter.

Manufacturer narrative:
This MDR is a result of an investigation finding: our quality engineer inspected the representative samples submitted for evaluation. Bd received 27 22gx1.0in sealed insyte autoguard bc units from lot number 3228138. A gross visual inspection shows that all the units are sealed in their packaging and no have apparent physical damages. The (B)(4) units were inspected under the microscope where (B)(4) units had an unacceptable catheter tip. These damages created some inconsistencies at the tip of the bevel and may very well likely result in bevel malfunctioning during use. The reported issue was confirmed and determined to be manufacturing related as the catheter tip on 4 units was unacceptable. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended.